Manufacturer narrative:
Continuation of medical product: 407645 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days post right ventricular (rv) lead replacement, that the patient was experiencing weakness, bradycardia, and pain at their implant site. The patients device was checked and it was noted that there were variable impedance values, loss of capture, and noise on the rv lead. Followup indicated that no intervention was done and the rv lead remains in use. No further patient complications have been reported as a result of this event.